Manufacturer narrative:
Patient information has not been made available. Device serial number has not been made available. Without a serial number, the manufacture date cannot be determined. Without a manufacture date, the applicable 510 (k) number cannot be determined, reporting the earliest likely 510 (k) number. The reporting site was contacted and no electrocardiograph strips were retained for ths event. Due to the delay between the event and ge healthcare's notification, log files are not available for this event. Without this information, no further evaluation of the cause can be completed.

Event description:
It was reported by the site that an adult patient had an episode of ventricular tachycardia on (B)(6) 2011 at 11:39 and 20:06 and the telemetry monitoring system did not alarm. The technician monitoring the station saw both events and informed the nurse (rn) caring for the patient. There was no intervention required and the patient was reported to be fine.